Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 23x1 rb retracted prematurely. The following information was provided by the initial reporter: the needle retracted after his injection.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 23x1 rb retracted prematurely. The following information was provided by the initial reporter: the needle retracted after his injection.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1213809-2022-00501 was sent in error. MFR report # is void as a result.